Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Patient stated that she had surgery on her right foot on (B)(6) 2017 where they inserted pins in her toes. On or about 5 days later after inserting, the pins, she broke out with little itchy bumps. On (B)(6) 2017 they took the pins out and the itchy bumps almost immediately went away. Patient is inquiring why the pins made her break out like she did.